Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced loss of blood glucose readings on the ilet after starting a new dexcom g7 continuous glucose monitor (cgm) sensor, with readings appearing on the sensor after warmup but not transmitting to the ilet; the user was guided to toggle settings, restart the ilet, re-enter the sensor code, and wait for reconnection. Symptoms included no patient symptoms. Outcomes included no injury and no medical intervention. User support included device troubleshooting and user education. Investigation of this case revealed a communication or pairing issue between the ilet and the dexcom g7 transmitter that resolved or was expected to resolve with device setting verification and restart, consistent with known connectivity behavior for third-party cgm pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and transient communication disruption.